Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. It was suspected that the issue was related to the radio frequency settings in the pacemaker. This product remains in-service. No adverse patient effects were reported. The device was able to be interrogated after and will continue to be monitor.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. It was suspected that the issue was related to the radio frequency settings in the pacemaker. This product remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. It was suspected that the issue was related to the radio frequency settings in the pacemaker. This product remains in-service. No adverse patient effects were reported.